Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited high shock lead impedance. The measurement later decreased to a high value that is within range. No further action was scheduled because the patient's status was fine, and this lead's shock impedance measurement is always high. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.